Manufacturer narrative:
The complainant was unable to provide the suspect device upon and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had the tube in for two months, the tube migrated out of the stomach. Reportedly, "the whole tube went through the stomach where the feeding set is connecting right inside where the skin is." A new tube was placed endoscopically. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.